Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the implantable neurostimulator (ins) has been turning off by itself since (B)(6) 2016. The patient then uses their patient programmer (pp) to turn stimulation back on. Follow up with the healthcare provider (hcp) is to be conducted. The patient's indication for implant is unknown.